Event description:
Difficult deflation was encountered during a percutaneous contralateral angioplasty of a tibial vessel. A percutaneous puncture was successful in deflating the balloon. A second unit was used to successfully complete the procedure without pt complications. This device was returned evaluated and retained by this MFR. The engineering eval indicated the balloon lumen was occluded with foreign matter. Microscopic eval indicated a 2 ml circumferential tear in the balloon located 4 ml proximal to the distal radiopaque marker. Scratches were noted on the balloon surface.